Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2002: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. On (B)(6) 2007: the patient had unspecified injuries and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2002: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. (B)(6) 2007: the patient had unspecified injuries and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2002 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of composix kugel patch. Per operative notes, ¿the hernia defect had omental adhesions were dissected free. Patient had another dome sized defect. A composix kugel patch was placed under the abdominal wall covered all fascial defect and secured using sutures.¿ (B)(6) 2007 - patient had abdominal pain and was diagnosed with internal herniation with subacute bowel obstruction, adhesion thereby underwent removal of mesh. Per operative notes, ¿extensive adhesion noted between the omentum and the anterior abdominal wall were dissected. The previously placed mesh for an incisional hernia repair was extending into peritoneal cavity and forming a mesh. Along with omentum it had formed a mesh. The small bowel formed a herniation. The adhesions were released and the entire mesh was excised. Two seprafilm were placed and sutured.¿ attorney alleges that the patient had adhesion, bowel obstruction, mesh migration, nerve damage, pain and wound dehiscence.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years and 2 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, obstruction adhesions, fibrosis and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.